Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a bariatric procedure, the device locked on tissue and there was an error on the screen. The screen showed a handle with an exclamation mark above it, and a battery with a line going through it. Power reset was done and the retraction key was used to open the reload from being locked on the tissue. Another handle, adapter, and reload were used to complete the case. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigadaptxl - sig power sigadaptxl linear xl adapter, serial# (B)(6), sigadaptxl - sig power sigadaptxl linear xl adapter, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a bariatric procedure, the device was locked on tissue and there was an error on the screen. Another device was used to complete the case. There was no patient injury.